Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient came in with a rupture and was initially implanted with a bifurcated device as well as a suprarenal aortic extension on (B)(6) 2016. During the initial implant the placement of the suprarenal extension was lower than optimal, however the physician was satisfied with the seal achieved and elected to not place an additional extension. On (B)(6) 2016 the patient came in emergently with a rupture and computed tomography (CT) showed a type 1a endoleak as well as an active intramural hematoma around the proximal aortic neck. The physician elected to place a non-endologix stent to seal the endoleak. The endoleak was persistent and the physician elected to apply 4 staples to the non-endologix device to seal the endoleak. The endoleak was sealed and the patient is in stable condition.